Manufacturer narrative:
Post market vigilance led an evaluation of one device. The returned unit was received with the spring disengaged. The spring assembly was observed to have the proper welding points. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the unit undergoes rough handling and excessive stresses resulting in the detachment of the spring from the shaft. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while handling the mesh during a bilateral inguinal hernia repair, the device was handed to the surgeon. The product was fired twice to secure the mesh and on the third firing the tack did not deploy. The surgeon attempted to remove the jammed tack with a snap however the entire set of tacks came out. Another device was used to resolve the issue. No patient adverse events were reported. Patient is alive with no injury.